Manufacturer narrative:
Na.

Event description:
Customer complained of discrepant inr results between coaguchek xs plus meter (B)(4) and a lab using an unknown reagent. On (B)(6) 2018, customer tested the patient by fingerstick on the meter and the result was 5.8 inr. The patient had a lab test within 7 hours and the result was 3.6inr. The patient has a therapeutic range of 2.0-3.0 inr. Patient has no antiphospholipid antibodies, no heparin, no direct thrombin inhibitors, no new medications, no illness, no diet changes, no symptoms of bleeding or bruising and is not anemic. On (B)(6) 2018, patient was tested twice on the meter and the results were both >8.0 inr. The patient had a lab test within 7 hours and the result was >10.0 inr, confirming the meter result. The patient's warfarin dose was adjusted due to the high inr results. There was no allegation of an adverse event. Corresponding retention test strips (322644) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09) on internal reference meters. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Extensive measurements have shown higher deviations for coaguchek values > 4.5 inr compared to a laboratory method. A product problem has been found for coaguchek values > 4.5 inr, which was the case in this complaint. This can be traced back to the calibration of the complained test strips to the who standard rtf/16. For measurements > 4.5 inr. The customer is advised to contact the physician and perform a measurement with a laboratory method. Roche diagnostics has issued a recall for this issue.